Event description:
Related to MFR #: 2183959-2012-03269 and 2183959-2012-03266. It was reported that on (B)(6) 2010 plaintiff was implanted with an elevate anterior device to treat recurrent cystocele. During the same surgery she also underwent an revision of previously implanted mesh devices. It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).